Event description:
Integra's (B)(6) distributor sent a report to (B)(4) competent authority. The reporter stated that due to an unspecified incident, a fracture of the total wrist implant system carpal carrier part, and a screw occurred. The pt had to undergo surgery to replace the polyethylene part of the total wrist implant system. The radius part was not replaced and remains in the wrist. Integra has requested additional clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.